Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. The damaged door latch was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the door latch assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch. No additional information is available.